Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of wire break.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during a sphincterotomy procedure performed on (B)(6) 2026. During the procedure. When tension was applied to the cutting wire, it broke at the end of the procedure. There were no patient complications as a result of this event.